Event description:
A (B)(6) male pt's friend called zoll customer support to report a service code 102 (charge profile fault). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 102 (charge profile fault)) was confirmed. As received the belt failed an incoming functional test. Upon evaluation, the pulse wires in the distribution node (dn) to rear therapy electrode (te) cable and the dn to front te cable were damaged causing them to short intermittently. The cause for the service code and the test failures is the intermittently short pulse wires. The root cause of the shorted wires cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the shorted pulse wires. The pt received a replacement electrode belt.